Manufacturer narrative:
The referenced gastrointestinal (gi) bleeding was reported under medwatch MFR report #2916596-2018-00448. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for suspected gastrointestinal (gib) bleeding. The patient reports having 4 black bowel movements (bm) over the past 24 hours. Upon admission, the patient¿s hemoglobin was 5.6 g/dl and hematocrit was 19 percent with severe iron, with symptoms of fatigue and increased shortness of breath (sob). The patient¿s inr was 3.8. On (B)(6) 2018, the patient underwent a small bowel enteroscopy, and results showed a single angiectasia with bleeding that was found in the fourth portion of the duodenum. There was a large clot adjacent to 2 clips placed, just superior to area of bleeding and large amounts of active bleeding with red blood throughout duodenum. Four hemostatic clips were placed and no bleeding was observed at the end of the procedure. The patient was transfused 7 units of packed red blood cells. At the time of the event, the patient was taking warfarin 8mg and pantoprazole twice a day in place of home omeprazole. The patient was discharged on (B)(6) 2018, with hemoglobin and hematocrit in stable condition with no further melanotic stools. The gi bleeding reportedly resolved. No additional information was provided.